Event description:
It was reported that during a lobectomy procedure, the device delivered some clips and then locked up because of a jammed clip. The handles would not close. Another like device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.